Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported there was a problem of adjustment with the drivers during the procedure. The driver got stuck with the implant and doctor was not able to disengage from the implant, at the end the implant lost the primary stability. Doctor was able to complete the procedure by placing another implant with other instruments.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). One certain® 3.4mm(d) driver tip: short (impdts) and one certain® driver tip ¿ long (impdtl) were returned for investigation. However, two unknown legacy biomet implants were reported but not returned. Visual evaluation of the as returned products identified no apparent signs of malfunction. Functional testing was performed using applicable in-house implant. The driver tips were able to engage, retain and disengage with the implant as normal. Device history record (DHR) review could not be performed as the lot numbers were not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review was performed by items (impdtl & impdts) and no other complaints about nonconforming products were identified. However, complaint history review could not be performed for the implants since the lot/item numbers were unknown. Therefore, based on the available information and functional testing, driver tip malfunction did not occur. However, implant malfunction and the reported event could not be verified since the implants were not returned. H3 other text: product not returned.

Event description:
No further event information is available at the time of this report.